Event description:
It was reported that a patient presented in-clinic for a right atrial (ra) lead revision procedure. Prior examination of the ra lead revealed signal artifact and insulation breach. The ra lead was capped and replaced on (B)(6) 2023. The patient was stable throughout.

Event description:
New information received notes that the noise was over-sensed and was reproducible with isometrics. The patient weight was unknown.